Event description:
This unsolicited device case from (B)(6) was received on 29-oct-2015 from a physician (orthopedic surgeon). This case concerns a (B)(6) male patient who received treatment with synvisc one and experienced recurrent important swelling/ swelling at the knee, puncture was done which was rich in uric acid. Medical history of the patient included trauma to the knee, knee problems after injection of hyalurex (which was well tolerated but had poor efficacy). Risk factors included (B)(6), hta, cholesterol, tobacco and cutaneous tests included skin prick test negative for synvisc one. A small reaction had been identified to horse and intradermal reaction with synvisc one was almost significate (borderline) but no clear allergy. No concomitant medications were reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection (dose, frequency, batch/lot number and expiry date: not provided) into an unspecified location for arthrosis. It was reported that the patient had received 4 injections without any problems with a reduction of the pain and an improvement of the mobility. On an unknown date in (B)(6) 2014, 5-6 hours after the injection of synvisc one, the patient suffered from an important swelling. On an unknown date in 2014, the patient again received treatment with synvisc one at a dose of 2 ml. On an unknown date in 2014, a puncture of 10-20 ml was done which was rich in uric acid but there was no uricaemia. Two weeks later, 2 ml was injected without any problems. On an unknown date in (B)(6) 2015, a few hours after synvisc was injected, the patient suffered from a swelling at the knee (without malaise or fever). As a corrective treatment, the patient received methylprednisolone (medrol) for 16 days in a regressive dose scheme (nos). It was considered to change the dose or to change to another product with an antihistaminic. The clinical examination of the patient included blood pressure 15/9.5 (units and normal range: not provided), spirometry included forced expiratory volume (fev) 94%, forced vital capacity (fvc) 91%, fev/fvc 82 % and plethysmography included total pulmonary capacity 90%, resistance 132%. Action taken: unknown. Corrective treatment: methylprednisolone (medrol) for recurrent important swelling/ swelling at the knee and reported for the rest of the events. Outcome: recovered for all the events. A pharmaceutical complaint was initiated and results were pending for the same. Seriousness criteria for the event of recurrent important swelling/ swelling at the knee: required intervention.

Event description:
This unsolicited device case from (B)(6) was received on 29-oct-2015 from a physician (orthopedic surgeon). This case concerns a (B)(6) male patient who received treatment with synvisc one and experienced recurrent important swelling/ swelling at the knee, puncture was done which was rich in uric acid. Medical history of the patient included trauma to the knee, knee problems after injection of hyalurex (which was well tolerated but had poor efficacy). Risk factors included cat owner, (B)(6), hta, cholesterol, tobacco and cutaneous tests included skin prick test negative for synvisc one. A small reaction had been identified to horse and intradermal reaction with synvisc one was almost significate (borderline) but no clear allergy. No concomitant medications were reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection (dose, frequency, batch/lot number and expiry date: not provided) into an unspecified location for arthrosis. It was reported that the patient had received 4 injections without any problems with a reduction of the pain and an improvement of the mobility. On an unknown date in (B)(6) 2014, 5-6 hours after the injection of synvisc one, the patient suffered from an important swelling. On an unknown date in 2014, the patient again received treatment with synvisc one at a dose of 2 ml. On an unknown date in 2014, a puncture of 10-20 ml was done which was rich in uric acid but there was no uricaemia. Two weeks later, 2 ml was injected without any problems. On an unknown date in (B)(6) 2015, a few hours after synvisc was injected, the patient suffered from a swelling at the knee (without malaise or fever). As a corrective treatment, the patient received methylprednisolone (medrol) for 16 days in a regressive dose scheme (nos). It was considered to change the dose or to change to another product with an antihistaminic. The clinical examination of the patient included blood pressure 15/9.5 (units and normal range: not provided), spirometry included forced expiratory volume (fev) 94%, forced vital capacity (fvc) 91%, fev/fvc 82 % and plethysmography included total pulmonary capacity 90%, resistance 132%. Action taken: unknown. Corrective treatment: methylprednisolone (medrol) for recurrent important swelling/ swelling at the knee and reported for the rest of the events outcome: recovered for all the events a pharmaceutical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria for the event of recurrent important swelling/ swelling at the knee: required intervention. Additional information was received on 10-nov-2015. Global ptc number and ptc results were received. Text was amended accordingly.